Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was performed and the field representative was unable to replicate the reported event as he was able to track instruments with no intermittent functionality. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion case, the camera on the navigation system was intermittently tracking instruments. The camera would track when the instruments were in the lower right quadrant. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Additional information: patient demographics provided.